Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used for polypectomy in the duodenum during an endoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, after one resection, the device did not cut. It was also reported that the device was bent/kinked. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.